Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed customer active directory and bd support login was intermittently slow on site. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the customer active directory login and bd support login were intermittently slow on site. A technical support specialist (tss) confirmed no delay was observed for the time being. The system functioned as intended. Upon investigation of the actual device used in this incident, it was determined that the customer active directory login and bd support login were intermittently slow on site. A technical support specialist (tss) confirmed no delay was observed for the time being. The system functioned as intended.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed customer active directory and bd support login was intermittently slow on site. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user informed customer active directory and bd support login was intermittently slow on site. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.